Manufacturer narrative:
The device was returned for evaluation where the product investigation revealed that the lamp failed to ignite. The root cause of smoke and ignition failure is a melted component and a blown ballast. Also, the lamp had expired with over 500 hours usage. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that just before surgery, the nurse smelled something burning and saw smoke coming from the unit.